Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review will be performed. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as cmplnt-(B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13l08053, h13k09012 and h13j18049 there were no issues detected during manufacturing process. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 1 of 4 it was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It is unknown if the patient required hospitalization. Treatment, cause and outcome were not reported. No additional information is available.